Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08725 inches. The pump history and trace files were successfully downloaded using thump. Rewind functioned properly and there were no pump error 81 or pump error 82 alarms noted during testing. A review of the pump history file shows on 6/13/2025 at 10:41 there was a pump error 82 (linenumber 427 file number 16) alarm and then a pump error 81 (linenumber 393 file number 16) alarm that occurred. Due to a known software issue (esf 3562136), fault explaniation listed below: the cause of this issue: a race condition in the tvp which results in a corruption of the melody pattern. The motor requests the power just before the first pulse of the melody is finished. Due to the pulse duration corruption, the power is not granted to the motor during the expected period (500 ms), so fault 82 (motor power request timeout alarm) is triggered. The pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 81 and pump error 82 alarms are confirmed due to a known software error, esf (B)(4). The rewind anomaly complaint is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 82 (the hrm task did not grant motor power in reasonable time) and pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.